Manufacturer narrative:
UDI information (B)(4). Sample was received for evaluation. The position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. No root cause could be determined as no functional problem was noted with the valve. A review of the history device records was not possible as the lot number was unknown. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas valve was obstructed and was revised. The valve was implanted due to communicating hydrocephalus, caused by heavy subarachnoid hemorrhage. The initial setting was 4. Then the patient changed the hospital and hydrocephalus became worse. Therefore a revision surgery was performed. The setting was 4. The patient has experienced valve implant, obstruction, removal, and tracheostomy before. Also the patient used to have infectious diseases and has had surgery many times. The level of csf protein was unknown. There was possibility that blood and debris contaminated into the spinal fluid.